Event description:
It was reported that a catheter recognition issue occurred. The 75% stenosed target lesion was located in the moderately calcified moderately tortuous coronary artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. The physician tried to use opticross, but when connected it to the mdu5, ilab recognized it as peripheral catheter. After several times was changed it to a new catheter.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the telescope and sheath were kinked, and saline solution residue was observed on the catheter's pcba (ccp) board assembly. Functional testing of the motor drive unit (mdu) and ilab system showed that the catheter was properly recognized by the imaging system when plugged into the mdu, and no connection issues or errors were detected during the testing.

Event description:
It was reported that a catheter recognition issue occurred. The 75% stenosed target lesion was located in the moderately calcified moderately tortuous coronary artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. The physician tried to use opticross, but when connected it to the mdu5, ilab recognized it as peripheral catheter. After several times was changed it to a new catheter.